Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that the physician had trouble accessing the patient's port. The physician cannot locate the port under fluoroscopy and is stating that the port may not be attached. The patient originally had the band placed in (B)(6) 2013.